Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - impedances of greater than 3000 ohms were reported on this lead with no capture. The patient was diagnosed with rv lead dislodgement. The patient was hospitalized and this rv lead was repositioned.